Manufacturer narrative:
(B)(4). The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), a red screen was noted on the programmer. The device had displayed a da error. Boston scientific technical services (ts) was contacted and it was discussed that a memory inconsistency occurred that was self-corrected by the device. The s-ICD was functioning normally and could be implanted. No adverse patient effects were reported. The s-ICD was successfully implanted. Several days post-implant, the field representative requested analysis of a memory download. It was confirmed that the da error had self corrected and did not affect the functionality of the s-ICD.